Manufacturer narrative:
Patient information was unavailable from the site as the device was received in a condition was contradictory to the complaint description. Only axium coil pushwire returned for investigation. The axium implant coil was detached and missing from the pushwire. This was not reported during the time of event. As received. The actuator interface found to be detached and missing from the pusher. The pushwire appeared to be broken at the positive load indicator. In addition, the pusher was also broken at the break indicator with the release wire extending out from the proximal end. Kinks and bends found on the pusher at multiple locations from the proximal end. The coin was not located against the lumen stop with the shield coil stretched. All other subassemblies appeared to be normal. No other anomalies were observed. Based on the analysis performed and reported information, we were unable to determine the cause of implant coil detached from the pushwire. It is possible the break in the pushwire at break indicator may have led to a momentary pulling back of the release wire, which may have led to the detachment of the implant coil from the pushwire. Per the instructions for use (IFU): ¿due to the delicate nature of the axium detachable coil, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential malfunctions such as coil breakage and migration. If axium detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implant pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and the coil.¿ related MDR for this event: 2029214-2019-00010. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that axium coil qc-5-8-3d encountered resistance within the catheter and was unable to be advanced. The coil was removed. This coil was first coil used in the procedure. The patient underwent coiling treatment for aneurysm of the left superior cerebellar artery. Evaluation of the returned device found that the implant coil was detached and missing from the pushwire.